Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had inappropriate mode switches. The atrial lead had higher impedance and noise on the lead. The device and lead are still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the device had inappropriate atrial tachycardia/atrial fibrillation (at/af) detection. The lead was explanted and replaced. During the lead extraction procedure, the patient experienced a pericardial effusion. No further patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4)